Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the customer did not report the unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.